Event description:
The advocate called for help with the customer's contour system. Control tests were performed during the call and one of the results was 253 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The name and contact information for the advocate were not provided.